Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed but subsequently recaptured due to shallow positioning in relation to the aortic annulus and dislodgement while still attached to the dcs. The valve was then deployed for a second time in that it was positioned 3 millimeters (mm) from the aortic annulus; however, during deployment an infold was noted. Subsequently, the valve was recurrently recaptured and removed from the patient's body. A second valve was then prepared and inserted into the patient's body via the dcs. The valve was then deployed and subsequently recaptured twice due to valve under expansion. After the second recapture, the attending physician decided to remove the valve and dcs from the patient's body. A non-medtronic transcatheter valve was then utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event. A 15-minute p rocedural delay occurred due to issues detailed above. Of note, it was reported that the patient did not tolerate wire manipulation well.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012685665); product type: 0195-heart valves; implant date: n/a ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.